Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a closurefast ablation device during procedure to treat the great saphenous vein (gsv). Tumescent in filtration was utilized. General anesthesia was used. The vein closed. The lumen was flushed prior to use. IFU was followed. A proper temperature was reached. It was reported that isolation sheath around heating coil was damaged when physician pulled the catheter out of the vein after the treatment. There is a point in the heating element where the heating coil is ruptured. There was no error message/codes/warnings displayed on the generator. There was no vessel damage. The procedure was completed because the issue was only noticed when the catheter was withdrawn after the last cycle. No additional treatment was required. Patient has no damage from this intervention.

Manufacturer narrative:
Product analysis pin condition: no issues identified in the catheter connector and no kinks were noted along the catheter shaft. Heating element/coil condition: a bend was noted along the center section of the heating coil/element approx. 4.5cm from the distal tip. Microscopic examination revealed scorching marks on the fep layer and slight bubbling on the outer fep layer with evidence of slight coagulant build-up on the heating element approx. 5.7cm from the distal tip the catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 87.2 ohms test 2. (Tc+/ tc- test) (specification: 250 ohms) ¿ result = 155.8 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.71 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.06 k ohms) all 4 tests passed as per acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generator when plugged in. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.